Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system, including an ipg, on (B)(6) 2010. It was reported that the patient lost stimulation, and her ipg is unable to communicate with her programmer and charger. The patient stated that she was recently dropped on her back, and she believes her stimulation ceased sometime after this event. X-rays showed no lead anomalies. The physician plans to perform an ipg explant and replacement, and the lead will be tested intraoperatively. No further information is available at this time.